Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead has been measuring out of range in the pacing lead impedance. It had gradually dropped over the year, until recently measuring out of range. Externalized conductors were also observed via fluoroscopy. The pace/sense connector of the rv lead was capped, and replaced with an abandoned lead into the right ventricular low voltage port of the header. The patient did not experience any adverse effects.